Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the communication bus. A field service engineer replaced the control and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system smart remote manager, the fridge failed. The customer stated that they have tried opening the key and then rebooted, but the issues still persist. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.